Event description:
Urinary catheter place by rn without difficulty at 1700 on 2/9/93. At approximately 0100 2/10/93, rn noted leaking and adjusted catheter which slipped out of patient missing the balloon. Catheter has rough edges where balloon used to be. Prior to insertion, balloon was tested and intact. Withnessed by two rn. The patient will require a cystoscope to remove balloon. A 7200 vantilator is the only other piece of equipment in use.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, unanticipated short term complication of procedure, balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.